Event description:
It was reported that the patient is experiencing discomfort after ejaculation, decreased sensitivity, dissatisfaction with the device with the inability to penetrate, pain, and a urinary tract infection that was prescribed with antibiotics without a successful treatment. The patient is scheduled to follow-up with the physician on (B)(6) 2021.